Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged and alarmed for compromised force sensor system. The customer¿s blood glucose level was 255mg/dl at the time of the incident. Customer states that the damage occurred on the reservoir lip which was chipping. Customer declines to performed troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.